Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the component coding. The previous code "g04020 cap" was selected, however "g04037 cover" is the correct component code. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Event description:
It was reported that the single use distal cover fell off of the duodenovideoscope (tjf-q190v) and was retrieved from the patient¿s mouth after an endoscopic retrograde cholangiopancreatography. There were no reports of delays or patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h4, h6 and h11. Corrected fields: g1. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Since the device was not returned specifications could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.